Event description:
It was reported that during a da vinci-assisted nephrectomy plus radical prostatectomy without lymphadenectomy procedure, a recurring error (319) appeared with an error message stating to disable universal surgical manipulator (usm) #1. Per the surgeon, the system was restarted three times, yet the fault persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested a hard power cycle of the system and asked if the surgeon was in a position to do so. The surgeon stated that the patient was bleeding, and they could not perform system troubleshooting prior to completing the routine portion of the procedure in which the bleeding occurred. This bleeding was reportedly normal, expected bleeding as a part of the procedure. Once the bleeding was resolved, the customer called back in. The or staff followed the steps for a hard power cycle, yet the error persisted. The tse advised that an arm change was required, and they asked if the surgeon was able to perform the rest of the procedure with three arms. The surgeon confirmed that it could be done. The tse instructed the customer regarding how to move usm #1 out of the way, and they stated the usm would be replaced before the next scheduled case. System functionality was checked upon powering on the system prior to the procedure, and the system initially powered on without errors. It was unknown from which tissue/vessel the bleeding was observed or which surgical task was being performed at the time of the event. No allegation against a da vinci product in relation to the bleeding was alleged. It was unknown if any anatomical factors caused the bleeding. The amount of blood loss, the intervention performed to control the bleeding (if any), and whether a blood transfusion was required were unknown. The case was completed with three arms with no reported injury to the patient. The patient's current status is unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed and replicated the reported failure (error 319). The unit was tested on an in-house system, and it failed normal mode, as it triggered error 319. The unit also failed the fiber power readings check, as they were trending down on the clock-spring and the rolling loop cables. The usm was scrapped, and no further testing nor repairs were required. An advanced system log review for the reported procedure was conducted by a failure analysis engineer (fae). The fae believed the 2nd procedure of the day, which started at 3:03 pm, was actually the same procedure as the last/3rd procedure of the day. The two were performed very close together, and some of the same instruments were used in both procedures. The errors started as multiple types of communication errors, which then turned into a 307 error (node not present) at 4:58 pm. The customer disabled the arm and then restarted the system. Upon startup, the 319 error (node not present) occurred. Two more restarts were present in the logs, and the 319 error was still present after these restarts. According to the logs, it appeared as though the system was not used any more in this ¿procedure¿. The next ¿procedure¿, the last/3rd procedure of the day, started shortly after at 5:21 pm. At this point, the arm was already disabled due to the 319 error. Another restart is present in the logs about 10 minutes later at 5:31 pm. This ¿procedure¿ was done with 3 arms from start to finish, as the arm could not be used, due to the 319 error. If this was all one procedure, then the error appeared, the customer restarted the system 5 times over the course of about 30 minutes, and they were unable to clear the error. The customer then completed the procedure with 3 arms. The 319 error was caused by the failure of one of the fiber cables (the rolling loop).